Event description:
During purging air phase of treatment, nurse received alarm #46-accelerometer system alarm. Nurse attempted to continue procedure but received alarm again. Nurses performed troubleshooting steps from therakos cellex manual, however unable to proceed with procedure. Nurse contacted therakos representative for support. Instructed to continue, however alarm received a third time. Treatment ended, reinfusion phase performed, and procedure ended. New machine used and new kit installed to complete procedure.